Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced intolerable halos and noticed rings around lights. Clinical reason was mentioned as patient was unable to tolerate the lens. The iol was exchanged for another lens model following the initial implant procedure.